Event description:
This is a serious adverse event reported in a post-market clinical investigational study conducted by biosensors in asia related to leaders free IV, in which the biofreedom device served as a control device. Patient ID: (B)(6). Patient is 66 years old, female with medical history of diabetes mellitus (type 2), end stage renal failure, hypercholesterolaemia, hypertension, anaemia, and peptic ulcer disease. Patient presented with unstable angina. Index pci was done on (B)(6) 2025 to target one 90% stenosed type a lesion at proximal rca. Lesion length was 40mm and reference vessel diameter was 3.50mm. One biofreedom 3.00x24mm stent was implanted at 10atm. Another biofreedom 3.50x18mm (lot no. W24100003) stent was implanted at 16atm with an overlapping technique. Patient was discharged on (B)(6) 2025 with 100 mg aspirin and 75mg clopidogrel prescription. Timi flow post- procedure was three. During the one month follow-up on (B)(6) 2025, patient had no angina. However, on (B)(6) 2025, patient had symptomatic bradycardia secondary to hyperkalemia, syncope prior to dialysis, abdominal pain, chest discomfort, dizziness, and concurrent infection. The site had assessed and reported the event as non-related to the biofreedom stent. During the 6 months follow-up on (B)(6) 2026, patient had hyperkalaemia. During the 9 months follow-up on (B)(6) 2026, patient was admitted for elective re-look angiography; however, it was not proceeded as the patient could not lie flat, had fluid overload and required multiple dialysis in the ward. The patient was only clinically stable for procedure on (B)(6) 2026, and re-look coronary angiography was performed. A severe in-stent restenosis of >70% was observed from proximal to ostial rca and re-pci was done to the rca under the guidance of ivus. It was noted that the previous stent size of 3.00mm overlapped with stent size of 3.50mm is optimal to the vessel size. The ivus confirmed that the proximal to ostial site 3.50mm stent was affected. The lesion was prepared sequentially. Pre-dilatation was done using a sapphire sc 3.00mm x 15mm balloon in the ostial rca at 12 atm. Pre-dilatation was done using a scoreflex trio scoring 3.00mm x 15mm balloon at 16 atm, wolverine cutting 3.00mm x 15mm balloon at 12 atm and sapphire nc 3.50mm x 15mm balloon at 14-18 atm in the proximal to ostial rca. Subsequently, re-pci was done using dcb prevail 3.50mm x 30mm balloon at 12 atm for 60 seconds in the rca. Timi flow post-procedure was three.

Manufacturer narrative:
The biofreedom (bfr1-3518/w24100003) stent have been implanted in the patient, and therefore, it is not returned for biosensors' investigation. The reported severe in-stent restenosis was identified in the proximal to ostial rca approximately 9 months following implantation of overlapping biofreedom 3.00 x 24 mm and biofreedom 3.50 x 18 mm stents. Ivus findings localized the restenosis predominantly to the proximal-to-ostial rca segment corresponding to the biofreedom 3.50 x 18 mm stent, while the overlapping stent configuration was considered optimal relative to vessel size. There were no evidence of stent malfunction, deployment failure, stent thrombosis, acute coronary occlusion, or manufacturing defect was reported, and no additional clinical, procedural, or angiographic records were available for further manufacturer assessment. The reported events of symptomatic bradycardia, dizziness, syncope/fainting, and concurrent infection following the stents implant were likely secondary to hyperkalaemia in the setting of end-stage renal failure requiring dialysis and acute infection. However, with very limited information, considering the patient's significant comorbidities, including diabetes mellitus and end-stage renal failure on dialysis, the observed restenosis event was considered most consistent with multifactorial patient- and procedure-related causes rather than device-related causes. A causal relationship to the biofreedom stents could not be established. The device history record (DHR) and manufacturing process did not show any evidence of product deficiency. The event is recognized potential hazardous situation and documented in manufacturer's product analysis. The risks are acceptable as benefits outweigh residual risk. Accordingly, there is no correction or corrective action to be implemented.